Event description:
Philips received a complaint by the customer on the v60 indicating that a low leak co2 rebreathing risk error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a low leak co2 rebreathing risk error occurred. The customer informed the remote service engineer (rse) the average air reading was -1.3 standard liter per minute (slpm). The customer requested to replace the gas delivery system (gds). The rse provided the customer with the part number of the gds. This investigation is ongoing.

Manufacturer narrative:
The customer replaced the gas delivery system (gds) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.